Event description:
It was reported that (1) unknown device was used during a pelviscopy procedure. It was reported by the rep that the surgeon used a non-bladed opturator optiview trocar on the pt to gain access to the peritoneum. The hemoglobin dropped 2-3 points. The pt had to be transfused. The surgeon believes the bleeding came from the umbilical incision. Two bladed trocars were also used in the procedure and there was an extended hospital stay.